Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 350mg/dl, with extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with customer technical support which was recorded correctly in the pump¿s history. The patient was referred to their hcp for diabetes management. The patient had failed to bolus and experienced a change in medication for their gastroparesis. The patient had overridden the dosage recommended by the bolus calculator feature. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.